Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6). Batch: 7004669.

Event description:
It was reported that the patient was experiencing discomfort and inadequate stimulation. It was also reported that the patient was experiencing difficulty charging the ipg. The patients ipg was explanted and will not be returned. No device malfunction suspected. Additional information was received that the patients lead was explanted along with the ipg.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort and inadequate stimulation. It was also reported that the patient was experiencing difficulty charging the ipg. The patients ipg was explanted and will not be returned. No device malfunction suspected.